Event description:
It was reported by a health care professional (hcp) that ventricular pacing from this implantable cardioverter defibrillator (ICD) induced an episode of ventricular tachycardia (vt) in the vt-1 therapy zone where four bursts of anti-tachycardia pacing (atp) was delivered. The fourth burst of atp accelerated the rhythm into the vt therapy zone and resulted in delivery of a shock. The delivered shock successfully terminated the vt; however, the patient was noted to be in atrial fibrillation (af) post therapy. Technical services (ts) reviewed a copy of stored device data and noted the episode was preceded by a long pause that was noted to present as a long-short-long sequence. The pause was suspected to be contributing to the onset of vt versus pacing induced. Review of previous stored episodes also noted pauses that appeared to contribute to onset of an arrhythmia. Further review of older episodes were more suggestive of rapid ventricular response (rvr) or aberrancy at higher rates rather than pause/pace induced. Technical services (ts) discussed that this more recent episode appeared to suggest the long pauses may be contributing to the onset of vt and discussed potential programming options. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.